Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient was injured because of excessive levels of chromium and cobalt. Doi: (B)(6) 2007 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: (B)(6) 2013 - sales rep reports that the patient was revised, no information available as to the reason per the surgeon. Doi: (B)(6) 2007 dor: (B)(6) 2013 (right hip). Update: (B)(6) 2013, medical records were obtained. Medical records indicate patient was revised due to local soft tissue reaction to a poorly functioning metal on metal implant, fretting and metallic wear at the head and neck junction, cloudy yellow fluid, synovitis and fibrous ingrowth. The complaint was updated on (B)(6) 2013

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.